Event description:
Adverse event(s): "no impact on pt" (no consequences or impact to pt). Product problem(s): "knives did not cut" (dull). The surgeon reported that the knives from the custom pak did not cut. There was no impact on pt, the incision was not damaged. The surgeon used another knife instead. The surgeon stated that the knives were handled exactly the way they are supposed to be. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).